Manufacturer narrative:
Customer calibrates and runs qc every 8 hours. Glucose cup maintenance had recently been performed. Electrode is within on-board dating of six months. The customer has been updated with the glucm modifications for the stirrer motor and sample wheel cover. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously high glucose (glucm) results generated by the unicel dxc 600 pro synchron clinical systems that had to be amended. Customer could not provide whether patient treatment was impacted or not.